Event description:
It was reported that while the ventilator was connected to a patient a procedural disconnection was done but after the disconnection, the ventilator did not start ventilation. There was no patient harm. (B)(4).

Manufacturer narrative:
This foreign complaint was reported based on the available information at the time. The investigation has however determined that the cause of the event is software specific and this software version is not released on the us market and therefore no units on the us market are affected. This complaint does therefore not meet the reporting criteria for MDR and should not have been reported.

Event description:
Manufacturer reference#: (B)(4).